Event description:
It was reported that during a coronary artery stenting procedure, a shaft break occurred. The physician experienced difficulty advancing the liberte' monorail coronary stent delivery system (sds) through a mach1 vl3.5 guide catheter. Following removal of the sds, the shaft broke. No patient injuries or complications were reported. Patient condition is listed as "ok".